Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device was clipped to his waist and it got wet. Now the buttons are not working. The customer's blood glucose was 150 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to moisture damage on the keypad trace. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.